Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der received. Ae received for migration / loosening of stem (loosening interface not provided). Cement manufacturer was unknown. Event meets the definition of serious and is considered severe. Event is possibly related to device and definitely not related to procedure. Event is awaiting revision. Update aug 23, 2017: additional information received. Update: revision due to loosening of the stem. Depuy stem, head and liner were revised on (B)(6) 2017. Alert date for this information is 8-23-2017. This complaint was updated on aug 24, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.